Manufacturer narrative:
(B)(4). G2. Foreign - romania. Review of the most recent repair record determined one locking latch was becoming detached causing a lid locking issue. The device was returned. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that one of the locking latches is separating from the battery housing, causing a lid locking issue. No patient involvement. Attempts have been made and no further information has been provided.